Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices -cas fixation pin 3.2d x 80mm sterile catalog #: 20800000011 lot #: 64689399; femur trabecular metal cruciate retaining (cr) standard porous catalog #: 42502806801 lot #: 64577638; articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog #: 42512000610 lot #:64582324. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, approximately one year later, the patient was revised due to malalignment.